Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes it has abnormal results. The following information was provided by the initial reporter. The customer stated: ¿mcv abnormality results seen in k2 edta 4ml tubes cat# 368841. Lot no: 1253882, expiry: 2023-01".

Manufacturer narrative:
H.6 investigation summary: bd received 10 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer (returns) and control samples tested were acceptable in terms of both precision and accuracy (validation attached). Laboratory sample analysis demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes it has abnormal results. The following information was provided by the initial reporter. The customer stated: ¿mcv abnormality results seen in k2 edta 4ml tubes cat#368841. Lot no:1253882, expiry:2023-01."